Event description:
It was reported during remote follow up that the implantable cardioverter defibrillator exhibited myopotential oversensing. This oversensing resulted in pacing inhibition. Programming changes were recommended but not yet completed. The patient was stable and asymptomatic.